Event description:
It has been reported to philips that the flexvision monitor went blank in the middle of a procedure. The system was rebooted without resolve. The procedure was completed using the slave monitor. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a vascular treatment was performed when the issue occurred, and the procedure was completed by using slave monitor. The philips field service engineer (fse) visited onsite and found flex vision monitor have black screen. After reviewing log file, fse found many missed frames. Upon troubleshooting fse found nothing was able to be displayed. The cause of the lcd monitor failure could be determined by the supplier's part analysis and the failed component colour lcd monitor. To resolve the issue, fse replaced the colour lcd monitor. After replaced the colour lcd monitor, the system is returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.